Manufacturer narrative:
Evaluation summary: the device was received for evaluation. A visual inspection and gravity flow testing was performed. The device was found to flow without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not flow due to a lack of an opening in the air vent of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.